Event description:
This unsolicited device case from united states was received on 10-may-2016 from a healthcare professional and patient via us food and drug administration (reference number: mw5061330). This case concerns a female patient of unknown age who received treatment with synvisc and later experienced leukocytoclastic vasculitis, ulcers on the feet measuring 8 inches long and severe scarring. No past drug, medical history, or concurrent condition was provided. The concomitant medication included fentanyl. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2015, the patient developed leukocytoclastic vasculitis for which the patient was hospitalized on an unspecified date. On unknown dates, after unspecified latencies, the patient developed ulcers on her feet measuring 8 inches long due to which she spent a year in bed and severe scarring. It was reported that the patient's feet would never be the same and she could no longer wear shoes due to severe scarring. Reportedly, the patient believed that synvisc was the reason the patient experienced the adverse event and was very unhappy and frustrated with the device. Action taken: unknown corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: hospitalization/prolongation for leukocytoclastic vasculitis; disability for ulcers on the feet measuring 8 inches long. Additional information was received on 23-may-2016. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-may-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a female patient who received synvisc and later she had leukocytoclastic vasculitis for which she was hospitalized. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 10-may-2016 from a healthcare professional and patient via us food and drug administration (reference number: mw5061330). This case concerns a female patient of unknown age who received treatment with synvisc and later experienced leukocytoclastic vasculitis, ulcers on the feet measuring 8 inches long and severe scarring. No past drug, medical history, or concurrent condition was provided. The concomitant medication included fentanyl. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2015, the patient developed leukocytoclastic vasculitis for which the patient was hospitalized on an unspecified date. On unknown dates, after unspecified latencies, the patient developed ulcers on her feet measuring 8 inches long due to which she spent a year in bed and severe scarring. It was reported that the patient's feet would never be the same and she could no longer wear shoes due to severe scarring. Reportedly, the patient believed that synvisc was the reason the patient experienced the adverse event and was very unhappy and frustrated with the device. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: hospitalization/prolongation for leukocytoclastic vasculitis; disability for ulcers on the feet measuring 8inches long.